Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was discarded by the customer, therefore, the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. No nonconformances were identified for this part and lot number combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part and lot number combination.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) during an acl reconstruction, it was observed that two biointrafix tbial sh lrg 30mm devices broke during insertion despite following surgical technique for a 9mm graft and tibial tunnel. It was reported that the surgeon ended up using small sheath biointrafix 7-9mmx30mm tprscr device and six to eight screws to complete procedure. It was reported that the patient had good bone. There was a three minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.